Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on march 15, (B)(6) left hip revision procedure on (B)(6) 2014 due to patient allegations of pain and adverse reaction to metal debris. Operative report further noted minimal fluid, metal-type debris and metallic staining during the procedure. The modular head and taper adapter were removed and replaced with a modular head and liner. There has no been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2007 and right total hip arthroplasty on (B)(6) 2010. Subsequently, patient's legal counsel further reports patient underwent left hip revision procedure on (B)(6) 2014 due to patient allegations of pain and adverse reaction to metal debris. Operative report further noted minimal fluid, metal-type debris and metallic staining during the procedure. The modular head and taper adapter were removed and replaced with a modular head and liner. There has been no reported right hip revision procedure to date. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.